Event description:
Terumo medical recently received a court document allegedly injury caused by an angio-seal product malfunction. Patient had a history of a seizure disorder and cerebral aneurysm. On (B)(6) 2020, patient underwent a routine follow-up diagnostic cerebral angiogram to evaluate the growth, of the cerebral aneurysm. It was reported that at the conclusion of the procedure, a angio-seal vip closure device was used on the right femoral artery. Complaint further states that the angio-seal device did not deploy, and manual pressure was held for 20 minutes. At the conclusion of the pressure hold, plaintiff developed signs of acute limb ischemia (cool foot, pulseless foot). Emergent vascular surgical consultation was obtained. Vascular evaluation continued through the day of (B)(6) 2020. Ultimately, the patient was taken to the operating room, early in the morning of (B)(6) 2020, for a cutdown to the right femoral artery with embolectomy of the angio-seal device embolus. Pathology final diagnosis was right popliteal, angio-seal embolus, embolectomy. Patient claims permanent neurologic injury to her right leg as a result of the embolism of the angio-seal device.

Manufacturer narrative:
Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: unknown if the device was implanted. Explanted date: unknown if the device was explanted. Device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for embolism since additional intervention was required to restore the blood flow in the artery. Based on the available information, the exact cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.